Event description:
Patient (pt) admitted to snf (skilled nursing facility) on [date redacted]. Pt. Weighed 275 lbs. Waffle cushion found deflated twelve days later. Waffle cushion to accommodate up to 300 lbs. Manufacturer response for pressure reduction cushion, bariatric waffle cushion (per site reporter). Equipment failure reported to customer service team lead. Deflated cushion to be picked up by ehob representative. Replacement cushion will be provided.